Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,04-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had a communication failure. A field service engineer found that the system was showing an unable to update patients message. The fse checked all communication connections and was unable to find any issues with the system hardware. The fse met with the information technology team and was able to identify the issue on the hospitals side. The customer completed the required repairs after which the medstation came back online resumed communication and successfully completed the patient update. The system was confirmed to be fully operational. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station was not communicating, which located on whcaicupx2. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.